Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, a heavy box fell onto the patient's head whereby the patient experienced pain and a lump over the implant site. On examination, the internal magnet was found to be displaced. The magnet was replaced under a local anaesthetic on (B)(6) 2021.